Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h10

Event description:
It was reported that the bd micro-fine¿ pro pen needle was broken. The following information was provided by the initial reporter, translated from japanese to english: the needle was found to be broken.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was broken. The following information was provided by the initial reporter, translated from japanese to english: the needle was found to be broken.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.